Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During an in-clinic follow-up, episodes of myopotential oversensing were detected on the right ventricular (rv) lead. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.